Event description:
Ous MDR - fracture of the high voltage power supply in the right ventricular lead was reported. The fracture was detected via home monitoring. Pt refused lead revision, therefore ICD was deactivated to avoid inappropriate therapies.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing manufacturing documents. The manufacturing process of this device has been examined. The production documents showed no abnormalities that could be related to the complaint. All manufacturing steps were performed correctly. In summary, no evidence exists to suggest a manufacturing error.